Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side pain and capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified flat creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel.based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported left side pain and capsular contracture, baker grade iii. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.